Event description:
It was reported to boston scientific (bsc) in 2006, that a customer encountered problems during use of a guidewire. According to the customer: "the guidewire [device in question] became stuck in the pt's intracranial vessel. The physician could remove the guidewire [device in question] from the vessel. The stent was not placed." No report of pt complications was rec'd at that time. Additional follow up info requested by bsc was rec'd on 12/06/2006: "the [patient] anatomy was both tortuous and there was severe stenosis (reason for procedure). The guidewire [device in question] appeared to be in the lumen on the vessel under angio, but could not be advanced to retracted. A microcatheter was successfully tracked over to the wire [device in question], nearly until the tip of the wire [device en question]. A fragment of the guidewire [device in question] was left implanted in the pt. The physician believes that the guidewire [device in question] may have entered a small perforator vessel that is not visible under angio and that vessel went into spasm."

Manufacturer narrative:
This event was assessed as reportable after receipt of additional follow up info (received on 12/06/2006) indicating that a fragment of the device in question was left implanted in the pt. The device in question will not be returned to the MFR for further investigation as a fragment of the device was left implanted in the pt, and the remaining device that was removed from the pt was disposed by the user facility. A review of the device history record cannot be performed on the device in question because the lot number for the device in question is not available. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will follow.